Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a large amount of air came out of the infusion line during surgery. The issue was resolved after replacing the pak and there was no impact to the patient. This is the first of two reports being filed for this facility.